Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error and also received the open book image on the insulin pump screen. Customer stated that the insulin pump had insulin pump error alarm. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
On (B)(6) 2020 customer alleged insulin pump received critical pump error (open book image) alarm and critical pump error 24 alarm. Device received with missing retainer ring and reservoir tube lip o-ring. P-cap / reservoir will not lock properly due to missing retainer. The following were noted during visual inspection: scratched case, cracked case near the corner of belt clip rails, cracked keypad overlay, stained keypad overlay, cracked battery tube threads, cracked case on the battery tube side, missing reservoir tube o-ring, broken reservoir tube lip, detached retainer ring, and missing serial number label. Device history and trace files downloaded successfully using crest and thus software. Device received with critical pump error (open book image) alarm after battery installation. Device unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. No pump error 24 alarms noted in the insulin pump history files or in long trace files. No moisture damage noted at the electronic assemblies. Bootloader traces were downloaded successfully using thus software. In summary, customer allegation for insulin pump receiving critical pump error (open book image) alarm was confirmed after device received with critical pump error (open book image) alarm after battery installation as a result of reoccurring pump error 53(file number = 2005; line number = 5632) alarms found in device history files on (B)(6) 2019 at 12:47pm due to a software error. In addition, bootloader traces confirmed critical pump error(open book image) alarm occurrence. However, customer allegation of insulin pump receiving pump error 24 was not confirmed in the insulin pump history files or in long trace files. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.